Event description:
A physician reported that during the cataract surgery with intraocular lens (iol) implant procedure, air bubbles were confirmed in the iol after implanting. The surgery was completed without product replacement. There was no problem to the patient and to visual acuity after the surgery. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that, there was an air bubble in front of the iol inserted in right eye cataract surgery, attempted to remove it with irrigation and aspiration (ia), but could not.

Event description:
Additional information received and stated that, the bubble was potentially gone from the lens.

Manufacturer narrative:
Video shows iol implantation with company device. The lens preparation for the advancement is not provided. When nozzle comes in the picture, the lens is at the pause location and appears to be in an acceptable position for the implantation. The iol is implanted, a mark is visible around the posterior surface of the iol optic. The mark is in round shape. Photo review: photo shoes implanted iol. Dots/marks are visible over iol optic. Based on our observation of the attached photo and video, a mark is observed over the iol optic. Without the evaluation of the physical product, no determination can be made what type of mark is observed and the origin of it. The manufacturer internal reference number is:(B)(4)